Event description:
It was reported that the customer experienced occlusion alarms. There was no adverse impact to the customer¿s blood glucose level. The customer was unable to resolve the issue; the customer reverted to manual dose injection for insulin therapy.